Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the pump having gone into safe state was not determined. Actions taken to resolve the pump having gone into safe state included multiple reprogramming that same day. It was further noted that a nurse reported that she received instruction from manufacturer technician support to turn this alarm off and leave others active; the pump alarm was turned off. The patient¿s weight was provided. In addition, printouts from multiple telemetries done on (B)(6) 2019 were provided. ¿programmer error¿ and ¿reprogrammed¿ was handwritten on the logs. As per the logs, elective replacement indicator (eri) was 8 months. Also per the logs provided, a pump refill, a reset, and pump in safe state all occurred on (B)(6) 2019 at 10:37. The pump stopped due to stop command occurred on (B)(6) 2019 at 10:38. The logs also showed a pump in safe state occurred on (B)(6) 2019 at 10:40. A pump stopped due to stop command message also occurred on (B)(6) 2019 at 10:40. A pump restarted due to restart command and also a infusion bolus command message occurred on (B)(6) 2019 at 10:44.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving a baclofen with concentration 500 mcg/ml at a dose rate of 141 mcg/day via an implantable pump for intractable and other spasticity. It was reported that a pump alarm occurred and was confirmed via telemetry. The alarm was regarding safe state. They were updating the pump and the pump went into safe state. The hcp interrogated for logs and was able to update the pump again. The pump was however still alarming. Technical services provided assistance with silencing the alarm using the clinician programmer. No patient symptom was reported. No further patient complications have been reported as a result of this event.